Manufacturer narrative:
(B)(4).

Event description:
The point of care coordinator (pocc) reported they received questionable results for two neonate patients while using two accu-chek inform ii meters. Of the data provided for two patients, only the results for one patient were discrepant. At 12:45, the result was 21 mg/dl from a heelstick sample and meter serial number (B)(4). At 12:48, the result was 23 mg/dl from a heelstick sample and meter serial number (B)(4). The baby was fed based on the result of 23 mg/dl. At 12:55, a laboratory test was performed and the result was 50 mg/dl. At 13:58, the result was 65 mg/dl from a heelstick sample and meter serial number (B)(4). At 15:23, the result was 66 mg/dl using meter serial number (B)(4). The sample type was not provided. The baby was not adversely affected. Meter serial number (B)(4), test strips, and control material were requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No further investigation could be performed as no product was returned. It was stated that the baby was fed after the initial tests and then a laboratory draw was done almost 10 minutes later with a higher result. The increase in results is to be expected after feeding and could have been the cause of the discrepancy. Other potential causes are included in the test strip package insert and operator¿s manual for instructions for use and system limitations. For example, residue of water or disinfectant on the skin which can dilute the drop of blood or incorrect storage of the strips can lead to incorrect results.